Manufacturer narrative:
The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, there was a breakage in the dilator but not complete separation from the tip. The potential cause of the damage could not be determined. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip of the inner sheath was broken¿ issue and the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip of the inner sheath was broken¿ issue. In addition, biosense webster inc. Analysis finding of the ¿breakage in the dilator¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Before the procedure, the tip of the inner sheath was broken. The device was not used in the patient. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The vizigo sheath has physical damage. No patient nor user injury report occurred. No significant delay.